Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not load properly. A replacement kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4) 2010. A visual inspection showed that the delivery device was returned in the loading device, along with the seal and the tension spring assembly inside the loading device. The seal was intact but stuck in the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the seal did not load properly into the delivery tube, as it remained in the loading device. The reported failure is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. This failure mode is currently being investigated in our CAPA system. (B)(4).